Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause: user's test strip had poor storage . Correction of lot #:ps2456.

Event description:
(B)(6) is the person in the pharmacy that interacted directly with the patient. I spoke to (B)(6) at 12:30 today to ensure she had received the product. At that time she confirmed receipt of the product but had not seen the patient. The information below outlines the last dialogue I had with the health plan. The following summary provides a recap of what happened: 1) patient is a minor and pharmacy was working with mother of patient. 2) was using trueresult but did not like product due to perceived accuracy issue. 3) interacted with doctor and did meter to meter comparisons with abbott. 4) went to (B)(6) pharmacy to get abbott product but declined due to exclusive status of nipro products with health plan. 5) patients advised by health plan (I believe) to use our other product true metrix 6) (B)(6) out of stock at store and attempted to order from (B)(6) due to lead time to get from their own distribution center. 7) (B)(6) on back order - pharmacist could see this based on ordering system. 8) pharmacist communicated to customer could not get product due to back order with manufacturer. 9) patient now irritated and filed complaint with state about issues with products (causes issues for the health plan). 10) health plan contacted (B)(6) to get understanding as to what was going on. 11) I became involved as (B)(6) needed to get on a flight. 12) I spoke to both the health plan as well as the (B)(6) store involved 13) health plan had some challenges in speaking again with patient, but health plan did not want to try and have patient use trueresult and wanted nirpo to figure out a way to get metrix product to (B)(6) by (B)(6). 14) accomplished by shipping product via (B)(6) that we have in storage in marketing.

Manufacturer narrative:
(B)(4). Product is under evaluation. Most likely underlying root cause: user's test strip had poor storage .

Event description:
(B)(6) is the person in the pharmacy that interacted directly with the patient. I spoke to (B)(6) at 12:30 today to ensure she had received the product. At that time she confirmed receipt of the product but had not seen the patient. The information below outlines the last dialogue I had with the health plan. The following summary provides a recap of what happened: patient is a minor and pharmacy was working with mother of patient. Was using trueresult but did not like product due to perceived accuracy issue. Interacted with doctor and did meter to meter comparisons with abbott. Went to (B)(6) pharmacy to get abbott product but declined due to exclusive status of nipro products with health plan. Patients advised by health plan (I believe) to use our other product true metrix. (B)(6) out of stock at store and attempted to order from (B)(6) due to lead time to get from their own distribution center. (B)(6) on back order - pharmacist could see this based on ordering system. Pharmacist communicated to customer could not get product due to back order with manufacturer. Patient now irritated and filed complaint with state about issues with products (causes issues for the health plan). Health plan contacted (B)(6) to get understanding as to what was going on. I became involved as (B)(6) needed to get on a flight. I spoke to both the health plan as well as the (B)(6) store involved. Health plan had some challenges in speaking again with patient, but health plan did not want to try and have patient use trueresult and wanted nirpo to figure out a way to get metrix product to (B)(6) by (B)(6). Accomplished by shipping product via (B)(6) that we have in storage in marketing.